Event description:
Event description cpi received information that the rate sense terminal of this endotak transvenous defibrillation lead was removed from service due to insulation damage and fracture of the is-1 conductor. The physician then attempted to implant this sweet tip but was unable due to placement difficulty.